Manufacturer narrative:
Investigation: checking the manufacturing charts of the components involved in this event, no pre-existing anomaly has been discovered, that could have contributed to the event. The custom made device not implanted was not available to be returned to the manufacturer for further investigation. However, according to the information received by the complaint source, the patient's bone had deteriorated significantly during the custom-made device manufacturing time period. Therefore, considering that: no pre-existing anomaly was found by checking the manufacturing charts of the devices involved in this event. The patient bone had deteriorated during the custom-made device manufacturing time period. We can conclude that the event is not product-related. Pms data the event reported by complaint source is an intra-operative issue occurred during the implant of a custom-made device. No occurrence rate to be provided since customized implants are manufactured as single pieces. Considering the standard glenospheres, the occurrence rate of similar event is lower than (B)(4). This is the first complaint received about similar issues involving custom made devices. Based on the analysis performed and according to the relevant pms data, no corrective actions is required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final report.

Event description:
Intra-operative issue occurred on (B)(6) 2025 during a custom-made implant surgery (B)(4). Based on the information provided, the surgeon put the k-wire in place but felt that it was positioned too anteriorly. He then removed and replaced the k-wire multiple times to reposition it. He drilled the central hole for the implant's peg and, during impact, the patient's glenoid fractured. The custom-made components involved in this event is the following: cmd 24-1263 glenoid implant (product code 9618.14.19w, lot number 2507361, sterilization (B)(4). Cmd 24-1263 glenoid psi set 1 (product code 9701.66.1j8, lot number 2507362, sterilization (B)(4). Then the surgeon removed and disposed of the custom-made implant and instead put in a cta humeral head. The patient is a female, date of birth (B)(6) 1951. The event happened in the united states.